Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional code kwp. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(4) 2016 the patient had a revision surgery for a nonunion and a hardware breakage of one (1) 3.5mm titanium cancellous polyaxial screw and two (2) 3.5mm titanium cortex polyaxial shaft screws. The patient was initially implanted on (B)(6) 2014 for a posterior cervical fusion at levels c2-t2, synthes synapse hardware was used. After an unknown period of time three (3) of the synapse construct screws broke. One (1) of the broken screws was at level c5, on the left side, the screw broke just below the base of the head. Two (2) of the broken screws were at level t1, on the right and left side, the screws also broke below the screw head. The screw fragments of all three (3) screws were not retrieved and remain in the patient. The patient was re-instrumented with a synthes synapse, a construct was extended from levels c1-t3. There was no surgical delay was reported. The procedure was completed successfully and the patient's outcome is well. Concomitant devices reported: 3.5mm titanium rods (part # 498.957, lot # unknown, quantity 2) titanium locking screws (part # 04.614.508, lot # unknown, quantity 14); 3.5mm titanium cancellous polyaxial screws (part # 04.614.014, lot # unknown, quantity 7); 3.5mm titanium cancellous polyaxial screws (part # 04.614.030, lot # unknown, quantity 2); 4.5mm titanium cancellous polyaxial screw (part # 04.614.230, lot # unknown, quantity 2). This report is 2 of 3 for (B)(4).